Event description:
Same case as MDR ID # 2134265-2013-02812 and 2134265-2013-02810. It was reported that during a percutaneous coronary intervention, automatic pullback was stopped. The device was ilab cart system 100v with motor drive was used in conjunction with the coronary catheter intended to visualize the lesion. When they connected the first catheter to the motor drive unit, error code 125 occurred. They replaced the catheter and the second catheter functioned properly but the motor drive stopped during automatic pullback. They requested for motor drive replacement . No patient complications reported and the patient's condition is good.

Manufacturer narrative:
Device evaluated by MFR:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).